Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that at the beginning of a gall bladder procedure, the clips are delivered crossed. At the beginning of the procedure the clip positioned amiss. They switched the clamp and the same problem appeared. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device (a) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process. The device (b) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # k90g5f, expiration date: 1/2018, manufacturing date: 2/2013.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.